Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clearlink multi-port manifold disconnected within the packaging. It was further specified that as infusion begins, the tubing disconnects from the manifold resulting in a leak. The reported event was resolved by replacing the affected IV set with a new IV set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted that the male luer had separated from the female luer of the manifolds. Both luers were iso gauged and manually reconnected to check for a secure connection with no issues. The reported condition was verified and the cause is unknown. Should additional relevant information become available, a supplemental report will be submitted.